Manufacturer narrative:
After internal review on may 13, 2026, please disregard report #3014585508-2026-27678-00, as the patient had stated that the cannula was visible and intact after removing the pod, indicating no needle mechanism failure. Therefore, the event does not meet reporting criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours on the leg. The patient confirmed that the cannula had inserted into the skin and that the pink slide moved forward during activation. The patient also reported loss of connection with the sensor. Upon pod removal, the cannula was not visible.